Manufacturer narrative:
Batch review performed on 19 november 2020: lot 164458: (B)(4) items manufactured and released on 05-oct-2016. Expiration date: 2021-09-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar event reported. Additional device involved: batch review performed on 19 november 2020: gmk-sphere 02.12.0026r femoral component sphere cemented size 6+ r (k140826) lot 184867: (B)(4) items manufactured and released on 10-sep-2018. Expiration date: 2023-08-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar event reported. Gmk-sphere 02.07.1205r tibial tray fixed cemented size 5 r (k090988) lot 184114: (B)(4) items manufactured and released on 02-oct-2018. Expiration date: 2023-09-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar event reported. Gmk-sphere 02.07.1205r tibial tray fixed cemented size 5 r (k090988) lot 184114: (B)(4) items manufactured and released on 02-oct-2018. Expiration date: 2023-09-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar event reported. Gmk-sphere 02.07.0036rp patella resurfacing size 4 (k113571) lot 1904316: (B)(4) items manufactured and released on 05-sep-2019. Expiration date: 2024-08-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar event reported.

Event description:
The patient came in, 6 months after primary surgery, due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all implants, and implanted an antibiotic spacer. The surgery was completed successfully.